Event description:
It was reported that the patient had an inflatable penile prosthesis implanted in (B)(6) 2020. The prosthesis does not perform the expected hydraulic mechanism (filling and deflating). It is stuck and is not possible to activate or make it work as expected. Res# (B)(4).